Manufacturer narrative:
An event regarding intraoperative fracture involving an exeter bone plug was reported. The event was confirmed. A material analysis has been performed. The report concluded: ¿the plug broke in an off-axis overload condition. Markings on the plug indicated that the incorrect insertion tool was likely used during insertion. No material or manufacturing defects were observed on the surfaces examined.¿ device history review indicated there have been no reported discrepancies for the referenced lot. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that device fracture was caused by user misuse as markings on the returned device indicate that it was not used with the proper accessory.

Event description:
The customer reported that during surgery, the surgeon attempted to insert the intramedullary plug prior to stem insertion. The customer further reported that as the surgeon removed the introducer, he found that the plug had broken. The surgeon was able to remove all the broken pieces before proceeding. No adverse consequences were reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. If additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The customer reported that during surgery, the surgeon attempted to insert the intramedullary plug prior to stem insertion. The customer further reported that as the surgeon removed the introducer, he found that the plug had broken. The surgeon was able to remove all the broken pieces before proceeding. No adverse consequences were reported.